Manufacturer narrative:
The reporter called back to animas after the original complaint on (B)(4) 2014 and stated that the patient¿s blood glucose (bg) had decreased to the 300¿s mg/dl with corrections from the pump and syringe. At the time of the second call, the patient¿s bg had increased to 497 mg/dl with no symptoms due to the pump exceeding the programmed daily maximum limit of insulin of 100 units. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had hyperglycemia due to an inaccurate delivery issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was over 500 mg/dl with no associated symptoms reported except some muscle aches. It was reported that the patient did not receive any treatment the patient receive any treatment above and beyond the usual routine of diabetes care and management, and the patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. It was reported that the time and date on the pump was set correctly. Review of potential causes for bg issues and causes of perceived inaccurate delivery was unable to determine the cause of the alleged inaccurate delivery. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to an alleged delivery issue with the pump of unknown cause.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: the black box began on (B)(6) 2014. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2014 have been overwritten. A review of the available black box and alarm history showed no errors, alarms, or warnings associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.